Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device stopped working during testing. It was further determined that the trigger was sticking, the electric motor had intermittent operation and the bearings were damaged. It was further noted that an unknown liquid was found inside the device. It was further determined that the trigger components were worn. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to component wear and improper cleaning/care. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was discovered that the battery oscillator device had intermittent operation. According to the reporter, the device was tried with multiple battery devices and the same results were obtained. During in-house engineering evaluation, it was observed that the trigger was sticking. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.